Event description:
It was reported that pump displayed malfunction alarm 01 and caller confirmed cracks on the cartridge. There was no reported adverse impact to customer's blood glucose. Customer loaded a new cartridge to resolve the issue.